Event description:
After using byte aligners, my front tooth began to experience pain such that I had difficulty using the product, eating, and speaking. After several weeks, my tooth began to turn grey. I visited my dentist and eventually an endodontist and learned my front tooth was dying and needed a root canal, which I received. The treated tooth continues to be sensitive to pressure after several months and continues to be uncomfortable when I speak. My upper lip and tongue are enough pressure to get my attention. I discontinued the byte aligners and my teeth felt wobbly for several weeks. One they returned to their original, crooked placement, the large gap between two of my four front teeth closed. The endodontist took additional images in november and performed a cold test, which I failed.